Manufacturer narrative:
Section b5: the following additional information received per the patient profile form (ppf) indicates that the patient became aware of the reported events, 170 months, 14 days post implantation. The ppf notes that patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc) and tilted of the filter. The patient also reports to be suffering anxiety of having a filter that could fail at any time, but that it may not be retrievable without serious injury. The patient lives with the fear that the filter has tilted within the vena cava and perforated outside of it. According to the information received in the medical records, the patient¿s pre-operative diagnosis was insertion of inferior vena cava filter with inferior vena cava venogram. Preoperative indications indicate that the patient has an increased risk if not prohibitive risk for pulmonary embolism with major bariatric procedure and it was felt that the patient would benefit from preoperative prophylactic inferior vena cava filter insertion. The filter was positioned below the renal veins and was deployed without difficulty. The delivery system was removed, and pressure was applied to the femoral vein until hemostasis was achieved. The patient was taken to the recovery in satisfactory condition. There were no complications. The patient tolerated the procedure well without any complications. Corrected data: section d4: catalog number. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused perforation and tilt. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc) and tilt approximately fourteen years post implant. The patient also reported anxiety related to the filter. According to the medical record the patient had a history of deep vein thrombosis, chronic venous insufficiency and morbid obesity. The filter was placed prophylactically prior to bariatric surgery due to high risk for pulmonary embolism. The filter was placed via the right subclavian vein and deployed under fluoroscopic guidance. Completion study revealed good placement of the filter at the level of l2and l3 vertebral bodies. The patient subsequently reported becoming aware of filter fracture approximately seventeen years post implant. The product remains implanted and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU) and notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc wall perforation may impact adjacent organs. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without post implant image reports the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt. <p style="margin: 0in;">section e2: health professional</p> <p style="margin: 0in;">the correct answer is no -&nbsp; the reporter is not a heath professional.</p>;.

Event description:
Additional information received per an amended patient profile form (ppf) states that the patient experienced filter fracture within the inferior vena cava (ivc). The patient became aware of the reported event approximately seventeen years after the index procedure. The form also states that the perforation abuts an unspecified organ.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has an increased risk if not prohibitive risk for pulmonary embolism with the planned major bariatric procedure. The filter was positioned below the renal veins and was deployed without difficulty. The patient tolerated the procedure well without any complications. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited malfunction including perforation and tilt, that causes in jury and damage to the patient. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the inferior vena cava (ivc) and tilted of the filter. The patient also reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to malfunction including perforation and tilt, that causes in jury and damage to the patient. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to malfunction including perforation and tilt, that causes in jury and damage to the patient.